Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had off no power alarm. The blood glucose was unknown at the time of the incident. Customer replaced battery counted to six and shut off. Customer stated that, they did not receive a low battery alert prior to the off no power alert and there were no unattended alarms received. Troubleshooting determined that, the insulin pump should be replaced. The customer tried another battery and pump still would not turn on. The insulin device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing.